Event description:
During a knee arthroscopic surgery, the needle tip of the device broke during use. The surgeon was not able to retrieve the needle tip from the patient's knee and was left inside the knee joint. The probable root cause for the needle tip break could be due to surgeon deploying the needle without tissue present between the upper and lower jaw of the device, or cycling the device too many times.